Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number and upn are unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient underwent a procedure involving non-boston scientific (bsc) devices, bsc pfa devices (pvi, pw, mi), bsc watchman implantation, cti line ablation (using non-bsc device), and an attempted non-bsc pacemaker placement for atrial fibrillation and thrombectomy. During arterial access closure for non-bsc embolic protection system, closure failed, and vascular surgery was consulted. A femoral artery dissection occurred, requiring placement of a stent. There was a large hematoma noted. Additional interventions included cti ablation with radiofrequency, and an unsuccessful pacemaker attempt due to clotting, followed by temporary external pacing. The patient was admitted to the critical care unit beyond standard care and has been discharged home from the hospital. The faradrive sheath is not expected to be returned for analysis as it was disposed.